Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: the signals in the run data file indicate it is possible, though not conclusive, that the plasma line may have become partially or fully occluded beginning about 40 minutes into the procedure. This occlusion appeared to remain until the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. An air block or orientation of the hex in the hex holder may have contributed to the possible plasma line occlusion.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is on process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: this disposable was unavailable for specific root cause analysis, or corrective and preventive actions by terumo bct quality assurance. Possible cause may include but are not limited to improper loading of the tubing set, inaccurate donor pre-count entry, a processing error during product measurement, or may be donor related. Improper loading may include the channel not fully seated into the filler. Inaccurate donor pre-count may include an entered hematocrit that is much lower than the donor¿s actual day-of donation hematocrit.